Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. An infection was reported which resulted in a system explant. The actions/interventions taken to resolve the issue was the patient was administered antibiotics. The issue was resolved at the time of the report. No device issue was reported and no further patient complications have been reported as a result of this event.